Event description:
Date of event unknown. Anatomy location: unknown. It was reported to boston scientific corporation that during the procedure prep, it was noted that there were only three devices in the radial jaw 3 biopsy forceps package. The procedure was performed using another radial jaw 3 biopsy forceps. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The ship history was performed in order to identify the most probable lots involved in the reported event. There were three lots found related to the product reported. The device history record (DHR) review was performed for these three lots and no deviation was found. Labeling review was performed and all information was within the specification. No other complaint reported for lot numbers. Dfu instructions states; "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." The unit was not returned by the customer; therefore, product analysis could not be performed. There are current manufacturing controls in order to assure product integrity and avoid the component missing failure. The root cause is undetermined.